Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Application version:4.5.2 host tablet os version:26.3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant using the mobile programmer base, the right ventricular (rv) lead was connected to the atrial clips on the pacing cable and to the base analyzer for backup pacing, and pacing was initiated. It was noted that the patient was pacemaker dependent and pacing was being delivered until bluetooth connection failed, after which pacing stopped. It was noted that the patient experienced bradycardia and asystole, followed by the return of a very slow intrinsic rhythm. It was further noted that dissatisfaction was expressed. No further patient complications have been reported as a result of this event.